Event description:
Pt scheduled with biopsy-proven adenocarcinoma at eg junction and planned surgical resection. Epidural cath insertion attempted pre-op for post-op pain control; catheter insertion complicated by catheter shear approx 8cm of catheter retained in epidural space. Retrieval attempted but not successful.